Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit also received with severely scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.